Event description:
A cracked and shattered touchscreen was reported, rendering the pump's touchscreen unresponsive and unable to interact. The customer's blood glucose level exceeded a safe threshold, displaying "high," prompting the customer to administer a correction bolus via the pump. The pump was damaged due to the customer falling and rolling over it. Technical support decided to replace the pump and confirmed that the customer would use multiple daily injections as a backup therapy to maintain insulin delivery. A replacement pump with updated software was sent, and instructions were provided for the customer's existing pump to be returned within ten days to avoid extra charges. The customer was also instructed to program their replacement pump and connect their cgm to it.